Event description:
It was reported during a pump replacement, the catheter was at t10. The catheter was initially implanted at t8. A catheter dislodgment/migration from intrathecal space occurred. The severity was reported to be ¿mild¿. The surgical observation was found on (B)(6) 2014. The event was unresolved with no further action planned as of (B)(6) 2015. No patient symptoms were reported. The pump was used to infuse hydromorphone, bupivacaine and an unknown type of baclofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8832, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 8709, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was later reported that the pump was used to infuse hydromorphone, bupivacaine and compounded baclofen.